Event description:
Pt to surgery for removal of right hip nail in 05. The nail was implanted about two months earlier. The screw progressed into the femoral head. Through the cortex, and extended into the joint. The nail was removed and replaced with total hip instrumentation.